Event description:
Carex transport chair a226, in 2009, left brake did not hold; patient getting up in bathroom. Grabbed bar on wall and reached for transport chair; chair moved and patient fell. Outcome: patient reported sore on right shoulder. In 2008- patient noticed brake problem; patient's son-in-low worked on it with wrench, thought it was ok. Noticed intermittent problem after. Dates of use: one month.